Event description:
It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed on the same day. According to the complainant, the device button locking adapter was broken. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration date and device manufacture date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.